Event description:
Amiodarone gtt was checked and everything was programmed and connected as it should be with the syringe pump. The green light on the pump was blinking three dots that the medication was infusing as it should be. However the volume in the actual syringe was not decreasing. The initial findings of clinical engineering are motor error m046-125. We are sending the pump to baxter for further evaluation.